Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a crack on the left plunger case. Event history log confirmed ¿motor not running¿ occurred. Functional testing was able to replicate the reported issue; ¿motor not running¿ was found during occlusion testing. The root cause was determined to be the main pcb not operating as intended. The main pcb was repaired. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a motor not running error following a battery replacement. It is unknown if there was patient involvement, no adverse patient effects were reported.